Manufacturer narrative:
This is one of two device reports associated with this event.

Manufacturer narrative:
This is one of two device reports associated with this event. MDR #1225714-2015-04697 and MDR # 1225714-2015-04698.

Event description:
Additional informaitn was received in which the plaintiff's attorney alleged that the patient experienced cardiac arrest causing death.

Event description:
The plaintiff's attorney alleged the patient experienced a cardiac event and expired the same date, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.